Manufacturer narrative:
The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte nurse call system also has an option for secondary notifications calls to customer provided third party products (e.g., cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an ¿add on¿ to their primary notifications, depending on their facility¿s design and needs. Troubleshooting activities of the system by a hillrom technician determined that the code blue triggered from the nicu was called ¿neonatal code blue¿ and the ¿neonatal code blue¿ was not checked in ect (enterprise configuration tool) to be monitored by the pbx. The technician states he was unsure why it was not selected but could not find any past cases that reflected requests for those changes. He was able to reconfigure the neonatal code blue call type so that the pbx could monitor those code calls. The customer tested the code blue and confirmed that it annunciated at all requested locations. In this event, there was confirmation of no injury from the event; however, if a missed code blue call failure were to recur, it is likely to cause or contribute to a death or serious injury. Hilllrom is reporting this event.

Event description:
The customer reported that for nicu room 5 a code blue call did not annunciate at the private branch exchange (pbx) and graphical room station 10 (grs10) causing a 20-minute delay in getting emergency staff to the unit. Follow up with the customer confirmed no injury with the event. It is noted when the code blue was triggered on the nicu unit, the call did not show up on the grs10 pbx, however it did annunciate on the nicu grs10 as well as illuminate overhead on the dome light. The customer requested for a system inspection by hillrom. This incident was captured under hillrom complaint ref #: (B)(4).